Event description:
The bravo capsule was placed via egd (esophagogastroduodenoscopy) on (B)(6) in the morning. In recovery, the patient experienced immediate discomfort but was told it would get better. The pain continued to worsen. The patient was unable to eat or drink anything substantial due to the pain. The patient went to the emergency room at 10:30 pm on (B)(6). The patient was having difficulty swallowing their own spit and was having sharp chest/sternum pain that seemed to be similar to contractions in their esophagus. The hospital called the doctor and he indicated that he would have to remove it but not until the next day. The patient was admitted to the hospital and kept npo for surgery. The removal surgery did not occur until (B)(6) at around 2:30 pm. The doctor told the patient that the device appeared to cause the "sloughing off of the entire esophagus" but does not know why. The patient lost 2 days of work, planned social activities and suffered incredible pain. The patient was not informed of previous issues with this product or the fact that there had just been a recall. The patient's concerns were dismissed by the physician. Medtronic does not even have a customer support phone number for this product. When called, the staff at medtronic stated that it is "up to hospital, doctor and sales/marketing staff to report adverse effects".